Event description:
Pt implanted 1997 in nasolabial folds. Onset of infection 7/8/98. Pt treated with dynabaec on 9/28/98 and 11/2/98. Implant explanted 1998. Pt treated with zithromax 11/9/98 and cleocin 7/8/98.